Manufacturer narrative:
Phone number: (B)(6) this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two mobi-c devices disassembled in the disc space intra-operatively. There was no harm to the patient or delay to the procedure and the surgery was completed with an roi-c implantation. This is report one of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. Only the superior plate, polyethylene insert and inferior plate were returned. A functional inspection could not be performed without the cartridge and post. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2024-00015.

Event description:
It was reported that two mobi-c devices disassembled in the disc space intra-operatively. There was no harm to the patient or delay to the procedure and the surgery was completed with an roi-c implantation. This is report one of two for this event.